Event description:
On (B)(6) 2010, a pt reported she was experiencing keratitis and conjunctivitis and planned to see care from an ophthalmologist and that she had experienced similar event previously. On (B)(6) 2010, the pt reported she visited an ophthalmologist and that a swab had been taken. Symptoms had slightly improved and a follow-up examination at the ophthalmologist was scheduled for (B)(6) 2010. On 11/18/2010, ciba vision received from the pt a written summary of the diagnosis and treatment issued by the attending ophthalmologist on (B)(6) 2010. According to the summary, a keratitis at the 6 o'clock position in the pt's left eye was diagnosed. The visual acuity for the left eye was determined as 1,0. The pt was prescribed treatment with floxal (not specified if eye drops or eye ointment) and pimabiciron eye ointment, both to be applied two-hourly.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a follow-up medwatch will be filed. (B)(4).